Event description:
This case was reported by a consumer and described the occurrence of blood clot in a (B)(6) male pt who received super poligrip ((B)(4)) for denture adhesion for a period of eight years. A physician or other health care professional has not verified this report. Concurrent medical conditions included acid reflux, cauterization, penile hemorrhage and prostatic hemorrhage. Co-suspect medication included super poligrip extra care with poliseal, super poligrip free denture adhesive cream, super poligrip denture adhesive powder, super poligrip comfort seal strips and coumadin. Concurrent medications included esomeprazole (nexium), calcium sodium poly (vinyl methyl ether-maleate) (fixodent), torasemide (torsemide), amidarone, tamsulosin hydrochloride (flomax), "eplerenone" and "klor" (unk) and vitamin. On an unk date, the pt started super poligrip (dental). On an unk date in 2006, the pt experienced blood clot, blocked carotid artery, hemorrhage, heart valve problem, pharmaceutical product complaint, device misuse, quadruple bypass surgery, weak knees and fall. The pt was hospitalized. At the time of reporting, the outcome of the events were unk. Consumer reported that he used all variants of super poligrip creme, also super poligrip strips and super poligrip powder during the past 8 years for his lower denture; he has also used fixodent. He reported that he has not used super poligrip strips and super poligrip powder for several years; he stated these products were not expired when he used them. He reported that super poligrip does not hold all day, so he has to reapply it so he is using it twice daily. He stated that he stopped using super poligrip about a month ago and is now using fixodent. Consumer indicated, that he had a quadruple by-pass in 2006, because of the blood clots he had in the arteries. The consumer reported that in 2006, he became weak in his knees, was falling, had a stress test and was told that the "valves of my heart were clogged." He reported that he was hospitalized; had an operation to "clear" his carotid arteries, then the next day had a quadruple heart by-pass; was in the hosp for about 2 weeks; was discharged, then was re-admitted about 3 days later due to a blood clot in his chest that he reported was in a "heart valve." He reported that they operated on his chest for this blood clot.

Manufacturer narrative:
(B)(4). Super poligrip cream, super poligrip powder, super poligrip extra care with poliseal and super poligrip free are manufactured in (B)(4). Super poligrip comfort seal strips are manufactured in (B)(4). Super poligrip extra care with poliseal lot# x09284; super poligrip free lot # r09031; super poligrip powder lot # n05502; super poligrip comfort seal strips lot # 5k0807. The lot numbers for these products are available. It is unk if the product will be returned for quality assurance testing. (B)(4).